Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right atrial (ra) lead had under-sensing and high/unstable thresholds due to dislodgement. Appropriate sensing and pacing was observed after the lead was repositioned. No patient complications have been reported as a result of this event.